Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Other device used: catalog #00784301236, versys porous full coat femoral stem, lot #60143491 manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to the femoral head and neck junction having significant corrosion and black staining of surrounding tissue.

Manufacturer narrative:
No devices were returned for review. Photographs of the explanted head and liner were provided which shows some black debris on the head taper. Photographs of the stem has not been returned, therefore the condition of the stem cannot be determined. No further evaluation is possible using the photographs provided. Review of the device history records did not find any deviations or anomalies. These devices are used for treatment. Review of the implantation operative notes confirms that the patient underwent computer assisted right primary total hip arthroplasty. The trials gave excellent stability and range of motion. The trials were removed and final components were implanted which also gave excellent stability and range of motion. The lab report dated and the pre-op history and physical notes show that the cobalt level is highly elevated at 10.1 ug/l and the chromium level is slightly elevated at 5.3 ug/l. Review of the compatibility of the devices confirmed that these are an approved compatible combination. Product history search revealed no additional complaints against the related part and lot combinations. A definite root cause for the corrosion cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. 00630505636 trilogy acetabular system longevity crosslinked polyethylene lot # 61436923. 00620205622 tm modular cup 56mm cluster lot # 1235399. 00625006540 trilogy bone screw 6.5x40 lot # 61454743. 00625006530 trilogy bone screw 6.5x30 lot # 61504843. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.